Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - unknown, device code - unknown, expiration date - unknown, date implanted - unknown, PMA/510(k) number, manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported a patient underwent an initial right total hip arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date in the early 1990's due to unknown reasons. The patient was further revised on (B)(6) 2016 due to the competitor cup having gone through the pelvic wall. It is unknown what caused the cup to go through the pelvic wall. The competitor cup and zimmer biomet head were removed and replaced.